Manufacturer narrative:
Quality assurance analysis revealed that the catheter was returned with blood in the guide wire lumen and cystalized contrast was visible in the inflation lumen and in the balloon. The stent had dislodged from the balloon and it was not returned. The balloon had been inflated and it was loosely folded. There were crimp marks on the balloon between the balloon markers. There was a bend in the hypotube 58.2 cm distal to the strain relief tubing. There was no other damage noted to the stent delivery system (sds). Product performance engineering reviewed the incident information and analysis of the returned device. The only damage to the returned rx vision was a bend in the hypotube which most likely occurred as a result of the handling for packing/shipping of the device back to abbott for evaluation, as there was no mention of this damage in the incident. Analysis confirmed that the stent had dislodged and was not returned. Crimp marks were present on the balloon, suggesting it was properly positioned at the time of manufacturer. Stent outer diameter is verified 100% at the time of manufacturer and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of manufacturer. Unfortunately, none of the information gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the stent dislodgement in this case cannot be determined. A review of the finished device lot history record did not reveal any non-conforming material reports. Product performance engineering will trend and monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused patient injury. Device issue: dislodged stent. It was reported that the target lesion was in the mid lad at the bifurcation. After poba, the vision stent delivery system (sds) was delivered to the lesion and dilated. Checking over the angiogram, it seemed hazy. Therefore, ivus was performed. There seemed to be no stent in the vessel, therefore, when the angiogram was confirmed while positioning the sds, the stent was not on the sds. The guiding catheter, peripheral, y connector and the sheath were checked, but the stent was not found. So, the stent was changed to another vision stent and it was implanted. No additional patient or event information is available.